Event description:
Info received indicates the valve was explanted due to paravalvular leak. No active infection was noted at surgery and no other product issues were detected during device inspection and retrieval. The valve was replaced with no additional pt complication reported.